Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report: 1627487-2020-04759. Related manufacturer report: 1627487-2020-04760. Related manufacturer report: 1627487-2020-04761. Related manufacturer report: 1627487-2020-04764. It was reported that patient experienced ineffective stimulation. Programming changes were attempted however it was not successful. The device system was explanted as a result to resolve the issue. There were no complications during the procedure. Patient was stable.